Manufacturer narrative:
The pacemaker and the lead were returned for analysis. The returned lead was thoroughly analyzed. During the analysis, the properties of the lead were tested visually, mechanically, and electrically. There were no deviations from the technical specifications that could be related to the clinical complaint. In the further course, the pacemaker was analyzed. First, the pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values in eri mode, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The pacemaker underwent a status interrogation. The implant switched to the battery status eri on (B)(6) 2019. The memory of the pacemaker was then analyzed, especially the battery history. The battery was not discharged, and the power consumption was normal. The battery status eri was then successfully reset. The analysis of the device data indicates that the implant had been programmed with high-current parameters (7.5 v @ 1.5 ms) on (B)(6) 2019 and activated the battery status eri for that reason. The manufacturing process of the lead and the pacemaker was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis showed that the battery status eri was not triggered by an actually discharged battery but due to device programming to the high-current program. After resetting the battery status eri, the implant proved to be fully functional. The capability to provide therapy was not negatively affected at any time. The analysis of the lead showed no anomalies. There was no material defect or manufacturing error.

Event description:
It was reported that one day after implantation an increasing threshold in the ventricle was observed. The lead was explanted. During the revision it was decided to replace the pacemaker as well.